Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument moved non-intuitively, and the instrument failed to deliver monopolar energy. The procedure was completed with no reported injury.